Manufacturer narrative:
(B)(4). Date sent: 4/19/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage, with a tyvek, and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number u5de8x, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? Yes it formed properly. If yes, was the staple line complete? Yes the line was complete. Did the device cut? If yes, was the cut line complete? Yes the cut line was complete. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No, there was no issue. Was there any difficulty opening the device? If yes, how was the device removed from the patient? It was removed normal, with the jaw close. If yes, did the jaws eventually open? No, it was closed. Is the current patient status known? The patient is ok. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Nothing. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when using the stapler, at the third shot, the battery runs out. No patient consequences reported.